Event description:
Neck fracture of corail stem ka11.

Manufacturer narrative:
The reported fracture at the etch location was confirmed. The etch location was changed by a design revision in 2002. A recall was conducted, in another country, to remove all affected products from the market. Note- affected product was not distributed in the u.s., as u.s. Distribution did not begin until april 2005. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.